Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, as per blower test screenshot the current blower is 0.03a ,voltage check blower is 10.44v and speed blower is 0/min. Press blower adc is 86 and measuring -ve -1.52mbar. On (B)(6) 2021 5:39:25 pm, the ventilator was turned back on, triggering alarm 316-blower failure at 5:40:07 pm. According to vyaire medical, this is a clear case of lack of filter exchange/poor maintenance, no body replaced the filters between (B)(6) - (B)(6) after having the blower temperature alarms. Vyaire medical analyzed the logs and informed the customer that the device was continuously in use from (B)(6) to (B)(6), and found that alarm 241- "temperature of blower high" was triggered 37 times between (B)(6) 2021 to (B)(6) 2021, alarm 240- "temperature of blower too high" was triggered 6 times between (B)(6) 2021 to (B)(6) 2021. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 is having an alarm 316-blower failure. The issue occurred during patient use and the device was removed from the patient. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was able to confirm the issue. The root cause was determined due to user fault -lack of maintenance/filter exchange combined with not reacting on blower temperature alarms. Exact root cause under investigation with I-ch-19-032. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.